Manufacturer narrative:
(B)(4), concomitant medical products:architect i2000sr analyzer, list # 3m74-01, (B)(4)no method, results or conclusions can be made at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
(B)(4). Same case as: 2134265-2010-04272, 2134265-2010- 04517, 2134265-2010-04376, 2134265-2010-04271. Same patient as: 2134265-2009-03516, 2134265-2010-01092, 2134265-2010-01091. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. Lesion 1 was de novo 75% stenosed, 3.00mm in diameter and 24.0mm long portion of mid right coronary artery (rca). The lesion was predilated with an unknown balloon at 12 atms. A 3.00mmx24mm taxus express2 stent was implanted at 18 atms. Post procedure visual evaluation revealed 0% stenosis and timi flow was 3. Lesion 2 was a de novo 90% stenosed, 3.00mm in diameter and 20.0mm long portion of the 1st right posterolateral (rpl). The lesion was predilated with two unknown balloons at 14 atms. A 3.00x24mm taxus express2 stent was implanted at 18 atms and a 2.50x16mm taxus express2 stent was implanted at 10 atms in the lesion. The lesion was post dilated with two separate balloons. Post procedure visual evaluation revealed 0% stenosis and timi flow was 3. In (B)(6) 2008, target vessel reintervention was performed on the proximal and distal rca. The 3.00mm in diameter, 14.0mm long, 75% stenosed lesion in the proximal rca was treated with an unspecified balloon and a taxus stent. Post treatment visual inspection revealed 0% stenosis. The 3.00mm in diameter, 15.0mm long, 90% stenosed lesion in the distal rca was treated with an unspecified balloon and a taxus stent. Post treatment visual inspection revealed 0% stenosis. Patient outcome was improved and the patient was discharged from the hospital 2 days later. In (B)(6) 2010, the patient experienced restenosis in the right posterior descending artery (r-pda). It was noted by the physician "this was an in-stent restenosis of the taxus stent". The patient was hospitalized and a target vessel re-intervention was performed. No patient complications were reported and the patient condition improved. A 2 year follow-up was performed and there were no angina symptoms. Four days later, a percutaneous coronary intervention was performed in the 1st right posterolateral branch. The lesion was 90% stenosed, 2.75mm in diameter and 15mm long. The lesion was dilated with a balloon catheter. There were no ischemic symptoms noted at the event. Residual stenosis was 0%. In (B)(6) 2010, the patient status improved.

Event description:
The customer observed architect analyzer error code 1007 (unable to process test, activated read failure) when reaction vessel (rv) lot 71447p100 was in use. The customer was advised to perform troubleshooting procedures and was sent a replacement lot of rvs, and the issue was resolved. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.